Event description:
The user facility reported that a small piece of the device fell out of the drill during setup at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The user facility reported that a small piece of the device fell out of the drill during setup at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.